Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be identified the cause of the reported phenomenon. However omsc presumed from the followings there was the possibility this phenomenon was attributed to physical stress, etc. -based on the report of olympus korea, it was confirmed that the insertion section was scratched, and coating peeled off. -the instruction manual states caution regarding physical stress. -in the former similar case, it had been presumed the cause by physical stress, etc. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that the coating on insertion tube of the subject device was peeled off more than 1mm2 due to deterioration. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus (B)(4), it was found that the insertion tube of the subject device was peeled off more than 1mm2. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.